Event description:
It was reported that the patient had received treatment for hypoglycemia. The patient reports their blood glucose levels had rose to 375 mg/dl and then rapidly decreased to 40 mg/dl. The patient reports they had been shaking as well as sweating. Upon arrival of the paramedics, they had made the patient food. The patients reported blood glucose was 80 mg/dl when the paramedics had left. The patient was not taken to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.